Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin infection and at around 11:30 am, the patient was at home washing the dishes and was leaning against the sink counter and she suddenly felt pain in the abdomen area which prompted her to go to an urgent care clinic (4:30 pm). During the visit, she experienced inaccurate cgm readings (70 mg/dl and bg ni) and reported feeling sweaty. She was given apple juice, which helped alleviate her symptoms. The health care provider (hcp) decided to remove the wearable to examine the skin and noticed there was redness and an infection at the needle puncture site and the redness extended beyond the overlay patch perimeter. She was diagnosed with cellulitis and was prescribed a course of oral antibiotic medication (clindamycin 300 mg for 10 days). The hcp suspected the sensor was the contributing factor. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).